Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30021862l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and ¿clotting¿ was found stuck to the catheter. The procedure was completed without patient consequences. The issue was encountered during an unspecified ablation procedure. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and ¿clotting¿ was found stuck to the catheter. The procedure was completed without patient consequences. Device evaluation details: on 1/21/2019, the device evaluation has been completed. The device was visually inspected and it was found in good conditions. Then, an electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/12/2018. Initial visual analysis identified the device appears to be in normal condition. No visual damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the lot # was verified to be 30021852l. As such, lot # has been updated from 30021862l to 30021852l. Manufacturer's ref. # (B)(4).